Event description:
The customer contact reported unrestricted flow when the door was opened. The device returned to the biomedical department for a report of battery fault. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, unrestricted flow was noted when the door was opened. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.